Manufacturer narrative:
An event regarding assembly issue involving a femoral impactor/extractor was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection indicated that the device was in good condition. The device appeared to be disassembled and reassembled incorrectly causing the threads to be too far in the body. Functionally, the returned impactor was easily assembled and disassembled with the sample stem. The return device is deemed functional. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for lot and sterile lots. Conclusions: the investigation concluded that visual inspection concluded device was in good condition and was caused by improper disassembly and reassembly of the device. During a functional test the device appeared to be disassembled and reassembled incorrectly causing the threads to be too far in the body. Functionally, the returned impactor was easily assembled and disassembled with the sample stem. The return device is deemed functional. It has been identified as misuse of the instrument and it is not intended to be assembled and reassembled as explained in the surgical protocol review.

Event description:
Difficulty attaching the secur-fit stem onto the stem impactor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Difficulty attaching the secur-fit stem onto the stem impactor.